Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that impedance measurements were greater than 2,000 ohms on all combinations. For troubleshooting, an impedance test was performed at 2.0v, 330 pulse width, and all combinations were above 2000 ohms. The rep also reported that the patient was not feeling stimulation at 7.5 v, the implantable neurostimulator (ins) battery was still ¿good¿ after 10 minutes of on time, and the patient used the ins about three times per week. Patient services reviewed with the caller that the lead or extension was the issue and would need to be replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via the rep stating the cause of the high impedances was not determined. The cause of the loss of stimulation was also not determined but the patient last tried to use stimulation about 2 weeks prior to the report. It was reported the reason for the appointment was to adjust stimulation. The high impedances and loss of stimulation were not resolved at the time of the report.